Manufacturer narrative:
A returned product analysis indicated that the ipg passed all photographic, visual, mechanical and electrical. The patient's complaint of the stimulation causing pain was not confirmed. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient's latest setting. No discrepancies were identified. Device exhibits normal device characteristics. Analysis of the leads (sc-2138-50 (B)(4) and (B)(4)) indicated that visual inspection revealed that the lead was cut; the proximal and distal ends were missing and that the damages to the lead were consistent with damages which occur during the explant procedure.

Event description:
A pt reported that the ipg was causing her pain and that she disliked the feeling of stimulation. The physician explanted the pt.

Event description:
A patient reported that the ipg was causing her pain and that she disliked the feeling of stimulation. The physician explanted the patient.